Event description:
It was reported that the patient was being transferred to or, and the pump was being changed from direct transducer to slaved ap signal. The user was unable to get a slave signal in. He removed the cables, calibrated, and reinserted the cables. Still there was no waveform. Several other efforts failed to get a signal. The patient was transferred to another pump. There were no complications.